Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a holmium laser enucleation of the prostate procedure, the ceramic tip of the endoscope sheath detached and was retrieved using forceps. The procedure was completed with a similar device. There were no reports of patient harm.